Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased 2.5 years in a 1-year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a device changeout procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding explant date. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased 2.5 years in a 1-year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a device changeout procedure has been scheduled. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding explant date. At this time, no further information is available. Should additional information become available this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased 2.5 years in a 1-year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and a device changeout procedure has been scheduled. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.